Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. The patients wife stated around 8-9 pm the patient got a cgm reading of 65mg/dl with a bg of 209mg/dl. About thirty minutes later the cgm displayed urgent low with a reading of 41mg/dl with an arrow down. The wife checked a finger stick bg which was 28mg/dl. The wife stated they panicked at the low reading and called an ambulance. The patient did not feel any symptoms of being low. Emergency medical services (ems) administered a glucose pen for the low bg level and the patient was then fine and fully recovered. This is being reported due to the medical intervention of ems giving glucose for the asymptomatic low bg in order to prevent a serious injury. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c and a zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.